Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 36 mg/dl. The customer was treated with food. Customer stated that they were getting normal reading on the insulin pump but did got a low reading on the meter. It was unknown that auto mode used or not. Customer was not assisted with troubleshooting for low blood glucose. The insulin will not be returned for analysis.